Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with a philos plate. Postoperatively, the patient fell in the hospital. The patient underwent revision surgery, removing the plate and implanting nail. In the revision surgery, while drilling the distal hole of the nail, the drill bit broke. The fragment of the drill bit remained in the nail and the surgeon tried to remove it with the forceps but couldn't. At the discretion of the surgeon, the surgery was completed with the fragment remaining in the nail. There was no surgical delay. This report is for a 3.2mm three-fluted radiolucent drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.010.100, lot: u336043, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 13, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that approx. 9 mm from the fluted tip section is broken off. The cutting edges of the device are slightly worn. The shaft and coupling are otherwise still in good condition. The broken off portion was not returned for investigation (remains in the patients body). Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the drill bit. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.